Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break the is-1 end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted as placement difficulty was encountered. This lead was also noted to have exhibited helix retraction issues. After the lead was returned and analyzed it was found to be fractured. No adverse patient effects.